Event description:
In 2008, the patient reported that his blood glucose had been elevated (505 mg/dl) since the month before. His normal blood glucose range is 110-160 mg/dl. He stated that elevated blood glucose does not occur at a specific time of day. The time of the infusion device was not set correctly. He stated that he has used several different vials of insulin over the past few weeks. He stated that he has had an increase in stress. Further troubleshooting did not reveal any product issues. He was advised to switch to his backup infusion device. Upon follow up on three days after the original date, the patient stated that he has experienced some low readings since switching to his backup infusion device. His blood glucose measured 265 mg/dl when he initially connected to the backup infusion device. Two hours alter, his blood glucose had lowered to 95 mg/dl and at 9:00pm his blood glucose measured 58 mg/dl. On the same day, his blood glucose measured 246 mg/dl at 11:00am and he bolused 2 units of insulin. At 3:00pm his blood glucose had lowered to 66 mg/dl. The patient's wife stated that when the patient's blood glucose is low he over eats resulting in elevated blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.